Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the blue line ultra percutaneous tracheostomy balloon was perforated. In a test performed on the cannula, it was confirmed the leakage was from the cuff. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One tracheostomy tube was returned for analysis. Visual inspection performed and product appeared to be in good condition. Customer's complaint was verified. Leakage test was initially performed and the cuff leaked so badly the cuff could not be inflated. Air observed to be leaking from a 1 millimeter tear in the cuff. Most likely the tear occurred due to contact with sharp edge or sharp tool. Trending was reviewed for the last two years of customer complaints with no trends. The true problem source is unknown.